Event description:
A customer reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided the customer through the process. After the reset, the error code did not reappear, and the customer was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.